Event description:
During a routine follow-up interrogation, the statistics and aida reset automatically and no data was available afterwards. The device remains implanted.

Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to ela medical(dated 11/06/2009), ela is filing this MDR at this time. (B)(4). Statistics and aida reset automatically. Since the device remains implanted, the programmer files were reviewed. The files showed, there was an aida programming failure that was due to a premature end of session before the end of the telemetry procedure needed for programming. Both the pacemaker and programmer operated as specified. Aida was correctly programmed during the next interrogation. This type of event is not likely to recur and there is no risk for the pt. Conclusion: no data was recorded in the implant memory between (B)(6) 2007 and (B)(6) 2008. Aida programming failure during (B)(6) 2007 follow-up was confirmed. This programming failure was due to a premature end of session requested by the user before the end of the telemetry procedure needed for programming. Review of programmer software specs confirmed that both pm and programmer operated as specified: in this particular circumstance where the user requests an end of session during aida programming, the user is not notified and aida programming fails. This type of event is not likely to recur; moreover, there was no risk for the pt. Therefore, a correction of this anomaly will be evaluated, but is not considered as urgent.